Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a recorded low blood glucose of 50 mg/dl after announcing a usual meal; the user inquired whether the ilet would deliver a full insulin dose given the current glucose level and was informed that the system considers current glucose when dosing. Symptoms included low blood glucose without associated acute clinical effects. Outcomes included no medical intervention, no ketone testing, and self-treatment with oral carbohydrates including a sugared beverage and candy. Investigation included device-use troubleshooting and user education. Investigation of this case revealed no device alarms or alerts and an unclear cause for the hypoglycemic event. It was concluded that the event was user-reported hypoglycemia with cause undetermined and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.